Event description:
It was reported by the physician that the patient generator was interrogated and reported high impedance (>9000 ohms) current not delivered. System diagnostics confirmed this impedance reading. Patient was directed to have xrays performed. Per the x-rays, the connector pin could not be seen past the second connector block. The back of the connector pin was observed to be out further than would normally be expected. The notches in the middle of the pin were not observed in the typical location. The observation of the recent implantation of the generator and lead within a year along with the xray images received justified that the likely cause of the high impedance is due to incomplete lead pin insertion at that time. During the generator replacement, it was noted by the sales representative that pin was seen to be in place. Another generator was used to test the lead and high impedance was still observed. The surgeon performed exploratory surgery and found that the lead had been fractured. A full revision was performed. It was noted that the patient had recently started more physical therapy with manipulation. Per hospital policy, the explanted devices were discarded. No additional relevant information has been received to date.